Event description:
A device from brainlab that uses disposable inserts, called a jamshidi, was used to precisely pilot where screws would be placed. The disposable insert would not release from the brainlab sheath that was precisely positioned in the patient's spine. Neuro-surgeon made a judgement call that for patient safety, it would be better to break the plastic around the disposable insert than remove the jamshidi and reinsert the second one. Once the insert was broken enough to free the insert, the procedure proceeded smoothly after decision to use the second brainlab set with new jamshidi. Manufacturer response for trocar, jamshidi insert (per site reporter): brainlab would like to be able to review/evaluate the equipment.